Event description:
It was reported that during a field rotation, the implantable cardioverter defibrillator (ICD) was found in backup mode after it failed to download and launch the therapy application. There was no patient involvement.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.